Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 240063 did not highlight any anomaly which could contribute to this reported event. A similar complaint batch review was completed for this complaint. No trend has been identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. There is no evidence of a potential user, processing or design failure associated with this complaint. Injury to the vascular system and vessel perforation / dissection are both anticipated procedural complications and are due to a known physiological effect of the procedure as noted within the instructions for use. The reported event also describes the patient developing hypotension (low blood pressure) which can most likely be attributed to the bleeding due to the reported vessel perforation / injury to the vascular introduction site. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Both vessel perforation and injury to vascular site are considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
Reprise iii 0972r3002 (left external iliac perforation (intraopt) - bleeding complications, left external iliac perforation(intraopt) -vascular complications).procedure summary:-the subject was enrolled into (B)(6) on (B)(6)-2015 and the procedure was performed on the same day.- prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin andother antiplatelet medication at the time of the index procedure.-on (B)(6)-2015, the subject received a loading dose of 300mg of clopidogrel.-a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment ofa 23 mm lotus valve.- there was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioningnor retrieval was attempted.event description:left external iliac perforation (intraopt) (001-bleeding complication) / left external iliac perforation (intraopt) (0011-vascularcomplication):-on (B)(6)-2015, during the index procedure, left external iliac perforation was noted and post procedure the subjectdeveloped hypotension.-site has confirmed that perforation was caused by lotus introducer.-subject was treated with viabahn covered stent which was placed across the area of extravasation for successful repair oflarge-bore sheath site.- hematology measurements performed on (B)(6)-2015 revealed:lowest hematocrit value associated with the event: 21.7% (standard reference range: 34.9 to 44.5 %).lowest hemoglobin value associated with the event: 7.5 g/l (standard reference range: 12.0-15.5 g/dl).-subject was transfused with 3 units of prbc.-per edc, the event was associated with hypotension that required IV inotropic agents.-the varc classification for the bleeding event was 'life-threatening or disabling'.-as per edc (vascular complication form), the type of injury was 'access site or access related vascular injury leading to majorcomplication'.-subject was treated medically.-on (B)(6)-2015, the event was considered to be recovered / resolved.-on (B)(6)-2015, the subject was discharged on clopidogrel and aspirin.-potential relationship to study procedure per investigator: related.

Event description:
Reprise iii 0972r3002 (left external iliac perforation (intraopt) - bleeding complications, left external iliac perforation (intraopt) -vascular complications) procedure summary: the subject was enrolled into the reprise iii study on (B)(6) 2015 and the procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. On (B)(6) 2015, the subject received a loading dose of 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: left external iliac perforation (intraopt) (001-bleeding complication) / left external iliac perforation (intraopt) (0011-vascular complication): on (B)(6) 2015, during the index procedure, left external iliac perforation was noted and post procedure the subject developed hypotension. Site has confirmed that perforation was caused by lotus introducer. Subject was treated with viabahn covered stent which was placed across the area of extravasation for successful repair of large-bore sheath site. Hematology measurements performed on (B)(6) 2015 revealed: lowest hematocrit value associated with the event: 21.7% (standard reference range: 34.9 to 44.5 %). Lowest hemoglobin value associated with the event: 7.5 g/l (standard reference range: 12.0-15.5 g/dl) subject was transfused with 3 units of prbc. Per edc, the event was associated with hypotension that required IV inotropic agents. The varc classification for the bleeding event was 'life-threatening or disabling'. As per edc (vascular complication form), the type of injury was 'access site or access related vascular injury leading to major complication'. Subject was treated medically. On (B)(6) 2015, the event was considered to be recovered / resolved. On (B)(6) 2015, the subject was discharged on clopidogrel and aspirin. Potential relationship to study procedure per investigator: related.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Per (B)(4), anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. There is no evidence of a potential user, processing or design failure associated with this complaint. Injury to the vascular system and vessel perforation / dissection are both anticipated procedural complications and are due to a known physiological effect of the procedure as noted within the instructions for use. The reported event also describes the patient developing hypertension (low blood pressure) which can most likely be attributed to the bleeding due to vessel perforation / injury to the vascular introduction site. Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Both vessel perforation and injury to vascular site are considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
(B)(4) (left external iliac perforation (intraopt) - bleeding complications, left external iliac perforation; (intraopt) -vascular complications). Procedure summary: the subject was enrolled into the (B)(6) study on (B)(6) 2015 and the procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. On (B)(6) 2015, the subject received a loading dose of 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: left external iliac perforation (intraopt) (001-bleeding complication) / left external iliac perforation (intraopt) (0011-vascular complication): on (B)(6) 2015, during the index procedure, left external iliac perforation was noted and post procedure the subject developed hypotension. Site has confirmed that perforation was caused by lotus introducer. Subject was treated with viabahn covered stent which was placed across the area of extravasation for successful repair of large-bore sheath site. Hematology measurements performed on (B)(6) 2015 revealed: lowest hematocrit value associated with the event: 21.7% (standard reference range: 34.9 to 44.5 %). Lowest hemoglobin value associated with the event: 7.5 g/l (standard reference range: 12.0-15.5 g/dl). Subject was transfused with 3 units of prbc. Per edc, the event was associated with hypotension that required IV inotropic agents. The varc classification for the bleeding event was 'life-threatening or disabling'. As per edc (vascular complication form), the type of injury was 'access site or access related vascular injury leading to major complication'. Subject was treated medically. On (B)(6) 2015, the event was considered to be recovered / resolved. On (B)(6) 2015, the subject was discharged on clopidogrel and aspirin. Potential relationship to study procedure per investigator: related.